Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed. The probable root cause was identified as faulty downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the cadd solis pump displayed cassette error during programming. This alarm has a high priority which will interrupt the infusion process if displayed during use. There was no patient involvement.